Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, generator interface board, system interface board, and the interconnect cable need to be replaced. The customer canceled the service call at this time.

Event description:
The customer reported the system had intermittent communication errors and would lock up. There was no patient injury or death reported.